Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. UDI number: note: product identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that the mynx vascular closure device failed. A hematoma of an unknown size developed. Manual pressure was held for 15 minutes and hemostasis was achieved. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested but is not available. Vessel location: coronary sheath size: 6f.